Event description:
On 10/29/1999, the facility's or buyer informed the MFR's (MFR.) Sales representative of the following: the surgeon placed the device and could not infuse. As a result, he explanted and replaced the device. The replacement device worked fine. The surgeon believes the explanted device is defective. The device in question is scheduled to be returned to the MFR for analysis. No further details were provided.